Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, stroke is a known risk associated with endovascular procedure and is noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
The journal of neuroendovascular therapy (jnet) published that 17 patients underwent stent assisted coil embolization using multiple stents. Among the stent assisted coil embolizations, there were two cases, where stenting configuration techniques were performed. In one case, a t stenting configuration technique was performed, and in the second case, an h stenting configuration technique together with a competitor stent was performed. It was reported that in the h stenting (subject device) configuration technique case, a minor stroke occurred and in the t stenting configuration technique a major stroke occurred after the procedure. It is unknown if additional treatment was administered. No further information is available.

Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. This report is 1 of 2 filed against the h stenting configuration technique reported in the jnet. Subject device remains implanted.

Event description:
The journal of neuroendovascular therapy (jnet) published that 17 patients underwent stent assisted coil embolization using multiple stents. Among the stent assisted coil embolizations, there were two cases, where stenting configuration techniques were performed. In one cases, a t stenting configuration technique was performed, and in the second case, an h stenting configuration technique together with a competitor stent was performed. It was reported that in the h stenting (subject device) configuration technique case, a minor stroke occurred and in the t stenting configuration technique a major stroke occurred after the procedure. It is unknown if additional treatment was administered. No further information is available.